Event description:
It was reported that the device was used during a biliopancreatic diversion with duodenal switch. Two firings were on the small bowel with two reloads, both sides of both staple lines dehisced. The tissue was not irregular or radiated. During the procedure, there was a staple line leak that was repaired, but the second staple line was not checked. The patient was returned to the or to repair the leak, the area of the 2nd staple line was where the leak was identified. The patient is expected to recover fully. Four devices are being returned, one of them is the device used in the original procedure.

Manufacturer narrative:
(B)(4). Instrument b & d: batch # h52v1p, exp date: 08/08/2016; MFR date: 09/08/2011. Instrument c: batch # h53617 , exp date: 09/13/2016; MFR date: 10/13/2011. The analysis found that one pse60a device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The analysis found that one pse60a device (b) was returned in good visual condition and with a cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The analysis found that one pse60a device (c) was returned in good visual condition and with an ecr60b cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional test. The analysis found that one pse60a device (d) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. A surgical video review was completed to include individuals from the engineering, quality, and medical affairs teams. Two distinct firings were examined: first firing on the duodenal stump: it was noted by the review team that the tissue seemed to be fairly thick for the usage of a white cartridge and the tissue was not allowed to be compressed for fifteen seconds prior to firing. When the staple line was reexamined, it was noted that there were staples that had completely missed the anvil pockets. A possible cause of this type of unformed staple is that the tissue was at the upper limits of the selected cartridge. This may have created deck deflection and caused staples to miss their assigned anvil pockets. Jejunum transection: it was noted by the review team that the jejunum was not dissected away from the mesentery prior to firing. The powered echelon stapler was pulled back towards to the trocar once the jejunum was within the jaws providing longitudinal and transverse tension on the tissue prior to and during the firing sequence. It was also noticed that the device was not closed for a full fifteen seconds prior to firing. The longitudinal tension could have possibly created tissue flow during the firing sequence that moves the staples with the tissue prior to hitting the anvil of the device. This can lead to staples missing their intended staple pockets and the creation of malformed staples as seen in the surgical video.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: local field sales representatives, medical affairs, engineering, and quality had a conversation with the surgeon. The discussion included a surgical video review. Both the duodenal stump and the jejunum transaction were discussed. Possible causes of these failures and potential mitigations were discussed to include science of tissue management principles. A surgical video review was completed to include individuals from the engineering, quality, and medical affairs teams. Two distinct firings were examined: first firing on the duodenal stump: it was noted by the review team that the tissue seemed to be fairly thick for the usage of a white cartridge and the tissue was not allowed to be compressed for fifteen seconds prior to firing. When the staple line was reexamined , it was noted that there were staples that had completely missed the anvil pockets. A possible cause of this type of unformed staple is that the tissue was at the upper limits of the selected cartridge. This may have created deck deflection and caused staples to miss their assigned anvil pockets. Jejunum transection: it was noted by the review team that the jejunum was not dissected away from the mesentery prior to firing. The stapler was pulled back towards to the trocar once the jejunum was within the jaws providing longitudinal and transverse tension on the tissue prior to and during the firing sequence. It was also noticed that the device was not closed for a full fifteen seconds prior to firing. The longitudinal tension could have possibly created tissue flow during the firing sequence that moves the staples with the tissue prior to hitting the anvil of the device. This can lead to staples missing their intended staple pockets and the creation of malformed staples as seen in the surgical video.